Manufacturer narrative:
Erosion was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The occlusive cuff performed within specifications. The pressure regulating balloon was not functionally tested as the original pressure is unknown. The control pump failed the resister flow test. The resistor flow rate tested at pressure tested at 1.08 ml/min. The specifications are 0.4-0.9 ml/min. The pump functions as intended. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to urethral erosion. All components of the existing aus were explanted; no new device was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to urethral erosion. All components of the existing aus were explanted; no new device was implanted. There were no patient complications. The explanted components were returned for analysis. A supplemental report will be submitted upon receipt of additional information or completion of device analysis.